Event description:
Customer called in to report issues with the transmitter. Then she mentioned she experienced high blood glucose of 562 mg/dl and was advised of slight diabetic ketoacidosis. She treated with a manual injection. Customer stated she believes her insulin needs might have gone after giving birth to her child. Last night customer's blood glucose was 350 and she woke up with 213 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.